Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 78 mg/dl and glucagon injections were administered to address bg. Customer was admitted to the hospital and was treated with glucagon injections. Customer was discharged the next day with low bg resolved and no permanent damage. Customer alleged the pump was the cause of the event; however, while assessing the pump tandem technical support found it to be functioning as intended. Customer did not feel safe using the pump and reportedly, reverted to using another pump for insulin therapy,

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user and continuous glucose monitor (cgm) was not in use (B)(6) 2019. The user added two new time segments to the personal profile settings. The depletion of the volume of insulin in the cartridge was reviewed and compared to the requested delivery. At 2:13 am on (B)(6) 2019 the pump indicated there was approximately 215 units remaining in the cartridge. Throughout the day, the user delivered 32.69 units of insulin, 27.55 units via basal and 5.14 units via bolus. At 2:11 am on (B)(6) 2019 the pump indicated there was approximately 180 units remaining in the cartridge. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.